Event description:
It was reported that when the asymptomatic patient presented in-clinic during a routine follow-up, post-paced t-wave oversensing on the ventricular lead was noted. The oversensing was noted on a stored egm. The device was reprogrammed.